Manufacturer narrative:
Additional information: this supplemental MDR was submitted to reflect there was no delay. As the event occurred during a refill and not during dispense.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 5 was failed to open. The customer stated that this malfunction during refill process and not during dispensing workflow. However, there were no delay and no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that would not open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail was defective. A field service engineer (fse) replaced the new slide rail to resolve the issue. The fse tested the drawer using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.